Manufacturer narrative:
Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 14442785 / 14850520. Model/catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient had an ipg infection. The patient underwent an explant procedure. It was not suspected to be device related. The patient was doing well postoperatively.